Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device only gives short burns. Generator says burn cycle not complete. It was noted that there was a re grasp and end tone but no energy delivery. They used another medtronic device to complete the procedure. There was no patient injury.